Event description:
It was reported that during a procedure to treat a middle cerebral artery m1 stenosis, the physician placed the subject balloon guide catheter to go into the lesion and prepared to dilate, but it was found to be leaking. It was also reported that the physician used a syringe with needle to perform aspiration of air from the subject balloon prior to use. The subject device was replaced with another one in same catalog to finish the procedure without clinical consequences to the patient.

Event description:
It was reported that during a procedure to treat a middle cerebral artery m1 stenosis, the physician placed the subject balloon guide catheter to go into the lesion and prepared to dilate, but it was found to be leaking. It was also reported that the physician used a syringe with needle to perform aspiration of air from the subject balloon prior to use. The subject device was replaced with another one in same catalog to finish the procedure without clinical consequences to the patient.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no product problem. Section h1 type of reportable event - corrected - no malfunction. H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling, or packaging failed to meet its specifications when released. During visual inspection, the balloon catheter shaft was found to be kinked/bent and the catheter shaft was found to be damaged (cut/hole) inside the hub. A functional test for the balloon leaked was performed and there was no balloon leakage noted during the test; however, there was catheter shaft leakage noted within the hub of the device. The reported balloon leak was not confirmed; however, the catheter was noted to be leaking within the hub. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that the balloon leaked during use. Additional information states that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. The device was returned for analysis, and it was noted that there was a hole/cut to the guidewire shaft when viewed through the inflation port of the hub causing leakage. The balloon was able to be inflated, however, the noted hub leak is likely to have caused inflation difficulties during use. There was no balloon leakage noted; however, the hub leak was likely to have been perceived as a balloon leak, as balloon inflation would not have been able to be maintained. Based on recent investigations in collaboration with the chinese sales and marketing team, it is probable that this damage to the balloon catheter damage occurred through use of a needle during preparation of the device. An assignable cause of not confirmed will be assigned to the reported ¿balloon leaked during use¿. An assignable cause of user error will be assigned to the analyzed ¿balloon catheter damaged¿, and ¿balloon catheter hub leaked¿, as the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user. It is probable that the balloon catheter was kinked during the clinical procedure, therefore an assignable cause of procedural factors will be assigned to the analyzed ¿balloon catheter kinked/bent¿. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.